Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on the left side on (B)(6), 2004 due to loosening of the acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date, date implanted, manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent multiple hip procedures in 1968 due to a car accident. Subsequently, patient underwent a partial hip arthroplasty in 1973 due to an unknown reason. Patient was converted to a total hip system in 1975 due to an unknown reason. Patient underwent another revision procedure in 1985 due to an unknown reason. Patient was revised again on (B)(6) 2004 due to loosening of the acetabular cup.